Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, yellow particles, crease fold and an opening on anterior. Leak test and microscopic analysis was performed which identified, a sharp opening on the anterior. A dimension measurement in the shell was performed which identified the shell thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on anterior due to an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and device exchange due to patient product concern.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to concern with the product. Device remains implanted.